Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient¿s family that the patient is deceased, and that the ICD (implantable cardioverter defibrillator) did not function as expected and therefore contributed to the patient¿s death.